Event description:
Customer reported:the patient was given oxygen via a mask. Oxygen was given continuously, however there was a decrease in the o2 saturation. A close look identified, that the adapter was leaking, and o2 could pass away. Something was broken inside the screw of the white connector so the staff changed device. No patient injury. An unopened representative sample from the same lot would be sent to the manufacturing plant for evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: a representative sample was received for evaluation. The sample was visually inspected and no issues were observed. A review of the production record was performed and no issues were discovered. In addition, no similar complaints have been reported. Per our manufacturing procedure, this product is 100% quality inspected. At this time, it's not possible determine a root cause for this incident as the evaluated sample was not found to be defective. Additionally, no corrective action will be implemented since the failure reported was not confirmed.

Manufacturer narrative:
(B)(4). The sample is in the process of being sent to the manufacturing plant. Upon completion of carefusion's investigation, a follow up medwatch will be submitted.